Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was traveling in mexico when they received multiple inappropriate shocks from the device. The shocks occurred september 25 and 26, then device therapy was programmed off. The patient returned to the united states and was admitted to the hospital. A review of the available electrograms found the episodes were caused by oversensing of noise. No inhibition of pacing was observed. An abrupt increase in the pacing impedance measurements, from 500 ohms to high out-of-range, was noted. The following day intervention was performed. A new pacing lead was implanted in the right ventricle and the rate/sense portion of the non-boston scientific defibrillation lead was capped and abandoned. A new crt-d was implanted during the lead revision, as the battery status on the explanted device had decreased to 1.5 years remaining, due to the device delivering a total of 168 shocks during in this event. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).